Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the audio bolus button was found to be fully intact. During testing, the audio bolus button responded appropriately. A bolus was performed and no issues were found. The button cover was removed and no damage or contamination was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the audio bolus button had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.